Event description:
During a cystoscopy procedure with laser lithotripsy, the tip of the laser micron fiber broke off and found in the lower pole of the pt's kidney. The tip was visualized in I. V. Catheter, but not able to be retrieved. On a subsequent staged procedure, the tip was no longer present.